Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was experiencing bent cannulas on sensors. During troubleshooting, customer mentioned his blood glucose level was over 600 mg/dl. Customer declined to troubleshoot as he had already gone through the troubleshooting before. Customer will not be returning the device for analysis.